Event description:
Information was received indicating that patient received a new smiths medical cadd ms3 pump did not have programming. The reported stated that it had not been 48 hours since receiving the pump. So she did not know why the pump reset itself. The pump was in use when the reported event occurred. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.

Manufacturer narrative:
Device evaluation: one cadd ms3 punp was returned for analysis. The customer's stated problem was verified. The device was powered up and the program was lost. The pwa board ws corrupted. The problem sorce was idenfied as main board.